Event description:
Inaccuarte erratic results with a one touch ultra meter. The patient's blood glucose results were 159, 118, 246, and 114 mg/dl. Tests were done within 10 minutes with a difference of 40%. Patient did not experience any adverse events. No further information has been reported.